Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion was located in the severely tortuous and non-calcified inferior mesenteric artery. Two 8mm x 40cm interlock .035 embolics were selected for use. During the procedure, it was noted that these coils were stuck in the distal part of the catheter. Upon removal, these coils protruded from the catheter tip. The procedure was completed with another of the same device. There were no complications reported.